Event description:
The caller, a pt, stated that he had a shoulder procedure in 2004 and shortly afterward experienced pain. He has since had an x-ray and the institution told him something was floating in his shoulder. The caller did not know what the device was or whose device it was, but said the institution told him to contact depuy mitek.